Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient called in and mentioned that she got a refurbished device some time ago. The patient quit using it. The patient noticed black or like molds on the gasket or the rubber part of the humidifier. Confirmed if it is the humidifier that has black particles or only the inlet seal. Patient confirmed it's only the rubber part. Asked patient how she cleans the unit. Patient said she is using white vinegar with water. Educated patient to stop it and informed that we only recommend using mild soap with warm water. Advised to connect with dme and ask for inlet seal. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient called in and mentioned that she got a refurbished device some time ago. The patient quit using it. The patient noticed black or like molds on the gasket or the rubber part of the humidifier. Confirmed if it is the humidifier that has black particles or only the inlet seal. Patient confirmed it's only the rubber part. Asked patient how she cleans the unit. Patient said she is using white vinegar with water. Educated patient to stop it and informed that we only recommend using mild soap with warm water. Advised to connect with dme and ask for inlet seal. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. (Device) problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.